Event description:
Reportable based on device analysis completed on 05jan2026. It was reported that difficulty tracking over the wire and tip damage occurred. A 6x120x120 epic stent self-expanding was selected for use. During preparation, the guidewire did not progress through the stent, and it was also noted that the tip of the stent was damaged. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed that the stent partially deployed on the delivery system.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the epic device was returned to our post market quality assurance laboratory. The device was received with the stent partially deployed on the delivery system. Visual and tactile examination revealed the inner sheath was severely kinked and compressed approximately 25 mm. Proximal from the distal tip. Visual and tactile examination identified no issues with the tip of the device and no issues or damage to the handle of the device. The safety lock was in place on the rack of the device. A visual and tactile examination found multiple outer sheath kinks. During functional testing, the investigator was unable to advance a boston scientific 0.035 in. Guidewire through this device due to the damage to the inner sheath. The guidewire used by the customer was not returned for analysis. This concludes the product analysis.